Manufacturer narrative:
Concomitant products: product ID d-evolutfx-2329 (lot: 0011775976); product type: 0195-heart valves; implant date n/a; explant date n/a product analysis: no product was returned and no procedural images were submitted for review; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the initial deployment attempt at 80% was too deep at a depth of approximately 6 mm on the non-coronary cusp (ncc), and an unspecified atrio-ventricular block occurred. The valve was recaptured into the delivery catheter system. Upon the second attempt, the valve was deployed at a depth of 0-1 mm on the ncc. There was no paravalvular leak, and the mean gradient was 6 mmhg. Following deployment, the patient's blood pressure dropped, and cardiopulmonary resuscitation (CPR) was initiated. An echocardiogram was performed showing good function, and ruled out an effusion and a perforation. The implanting team wanted to rule out a dissection and coronary flow, as there was good blood flow noted initially, but wanted the blood pressure to increase before assessing. CPR continued and intra-aortic balloon pump was inserted and initiated. It was noted that there was no coronary blood flow for approximately 20 minutes. The valve was attempted to be moved up using a snare, but the coronary arteries lost blood flow for too long, and the procedure was ended. A bilateral occlusion was noted. The patient subsequently died.

Event description:
Additional information was received that complete heart block (chb) occurred. Per the physician, the cause of death was coronary occlusion.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.